Event description:
It was reported that the ventilator was showing large leak and low tidal volumes. No patient harm was reported.

Manufacturer narrative:
File identification: (B)(4). D4: complete UDI# was not provided by end user. H3: 81 other - service technician was dispatched to customers facility. A circuit test was performed and passed with no leak failures. A verification check was performed and all passed. The reported issue was not verified, no leak failures were observed. Root cause: undetermined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.